Event description:
It was reported that during a procedure, a very strong noise during ablation was encountered.the strong noise occurred on all the channels, the body surface ecgs and all intracardiac recordings from both the carto 3 and ep recording systems simultaneously. This happened during ablation.there was no patinet injury reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, a very strong noise during ablation was encountered. Defective bs-ECG cable was found to have caused the issue. Issue was solved by replacing the bs ECG cable. Device history record was reviewed and no anomalies were found related to this complaint.